Manufacturer narrative:
Additional info: additional information was provided and reported symptoms were first observed day of surgery. Another johnson & johnson lens, model dib00 21.0 diopter was successfully implanted as a replacement. The patient's outcome post-operatively reported patient had high iop (intraocular pressure) and may need lasik enhancement vision is 20/50. The explanted iol was discarded. Further information was received and reported the replacement lens and serial number which is a diu150 22.0 diopter. No other information was provided. The following sections have been updated accordingly: section b3: date of event: dec 3, 2021 section a2, a5: unknown/asked but unavailable (asku). Section e1: title: dr. Section e1: first/given name: (B)(6) section e1: last name: (B)(6) section e3: occupation: physician a separate report is being submitted for the replacement lens diu150 22.0 diopter. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to excessive halos/glare. Patient was unhappy with visual acuity with the lens. Vision pre-operative (op): 20/150, vision post-op: 20/60. Dally activities were significantly affected. There was no vitrectomy, incision enlargement, or sutures required. Patient status reported as temporarily impaired. No other information was provided.

Manufacturer narrative:
Section a4/a5: information unknown/not provided. Section b3: date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2021 - (B)(6) 2022. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.